Event description:
Per the audiologist, in 2008, the patient reported no sound and facial nerve stimulation when using the cochlear implant system. Patient reported falling in 2007, but did not hit her head. Exchanging the external equipment did not solve the problem. Results of an integrity test done in 2008 showed normal receiver/stimulator and electrode array function. A CT scan done in 2007 was "within normal limits". Reprogramming the patient's sound processor program and a medical evaluation was recommended. The patient's device was explanted on approx two months after the original month, and a new device was reimplanted during the same surgery. The patient was also implanted in the contralateral ear during this surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.